Event description:
This patient received a 3.0x33mm cypher stent in the mid rca, a 2.5x18mm cypher stent in the distal rca, a 3.5x18mm cypher stent in the proximal rca, two 2.5x23mm cypher stents in the mid lad, one 2.5x23mm cypher stent in the distal circumflex, and one 2.5x13mm cypher stent in the left posterolateral. Approximately three years later, the patient was re-hospitalized for re-ptca. The patient had no anginal complaints. Treated vessel was the mid lad. Diagnostic angiography was performed revealing in stent restenosis in the cypher stents implanted in the mid lad. The ramus descendence anterior also had a mild stenosis. Both lesions were treated with a balloon. There was no complications during the procedure.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2006-01131. This device crs 23250 (lot r1202005) is distributed outside the united states; however it is similar to the united states product cxs 23250. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.